Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's mother that the customer had a high blood glucose level of 400 mg/dl. Customer's mother has changed the infusion set in the last two days due to the high blood glucose levels. Customer's mother stated that she changed the insulin the first time she changed the site. Customer is now using syringes because it is the only way that his blood glucose level will go down. Customer has small ketones. Customer has been treating with syringes and a vial of lantus. Troubleshooting was performed and a no delivery alarm was found in the alarm history. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.